Event description:
The customer reported that he activated the device on (B)(6) 2012, at about 10:00 pm (just before bed). When he woke up the morning of (B)(6), his blood glucose measured 293 mg/dl and he was eating about 53 grams of carbohydrates, so he took a 21.50 unit bolus dose of insulin for correction and the meal. Shortly after confirming the bolus he said, he felt and smelled insulin running down his arm, so he deactivated and replaced the pod. When it was removed he observed that the cannula was bent near where it comes out of the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported feeling and smelling insulin. This may indicate that the cannula dislodged from the infusion site which would interrupt insulin delivery and contribute to high blood glucose if it occurred. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test, if you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "it is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."